Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a button error alarm on her insulin pump. Customer stated she did not recall any events leading to the alarm. Blood glucose reading is 70 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly. Moisture damage was found on keypad traces. No button error alarm noted ruing testing. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.